Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire and possible blood and other procedural contaminants causing the reported difficulty to advance. Continued resistance was felt during removal due to the interaction of the blood and other procedural contaminates causing the reported difficulty to remove and subsequent tip flare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified vessel in the obtuse marginal (om) artery. During use of the 3.0x38mm xience skypoint stent delivery system (sds) it got stuck with the guide wire due to the contrast and blood that was on the wire and was not wiped. It was noted that the tip was flared upon removal with force. The sds was removed individually. Another xience skypoint was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.